Event description:
Contact reported that the skyline screw was noted to have backed out of the plate approx 2mm. Surgeon is taking no action at this time. Pt is doing well and appears to be fusing. As surgical intervention could be required in future an MDR is being filed to document this event.

Manufacturer narrative:
Root cause cannot be determined at this time. The drill guide defines the insertion trajectory for the screw and failure to use the drill guide, or changes to the angle of insertion while tightening can result in the screw heads sitting proud which could prevent proper locking of the device.